Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer customer experienced low blood glucose (bg) levels (40 mg/dl) due to needing a settings adjustment. Customer addressed low bg by consuming carbohydrates. Reportedly, customer was advised to consult their healthcare provider about future low bgs and settings adjustments.